Event description:
It was reported that the surgeon discovered a screw had broken during a post-op film review.

Manufacturer narrative:
This report will be amended when our investigation is complete.